Event description:
It was reported that the 4-40 stud broke during setup at the beginning of a lap cholecystectomy. Another handpiece was used to continue with no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.